Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with blood glucose rising from 335 mg/dl to 390 mg/dl after a supply change, despite confirmed insulin flow through the inset 23-inch infusion set and multiple site changes performed with agent guidance. Symptoms included elevated blood glucose. Outcomes included the user transitioning to backup therapy. Investigation included phone-based troubleshooting, inspection of the removed infusion site, verification of insulin drops through tubing, guided infusion set replacement, and reconnection with resumed insulin delivery. Investigation of this case revealed no visible device damage, leakage, or insertion issues, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.